Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer was experiencing sweating, hunger, and confusion. Emergency services were called and a paramedic meter result of 20 mg/dl was obtained as compared to a scan reading of 200 mg/dl. The customer was provided glucagon injection and sugar-water by spouse, and dextro and glucose via IV by paramedics. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.